Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set and cycle the power off/on to press go to start prompt. The tsr explained the alarm. The care giver (cg) stated that the hp was still connected at the time of the alarm. The tsr advised the discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp to finish tonight's therapy manually. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.